Manufacturer narrative:
Final analysis found an rf module anomaly which contributed to the reported high current drain.

Event description:
It was reported that the pulse generator was unresponsive to merlin.net and could not be interrogated in the clinic. Telemetry attempts made with and without the radiofrequency wand were unsuccessful. A surface ECG revealed an escape rhythm of 35 beats per minute with no pacing support. On (B)(6) 2014 the device exhibited backup vvi operation. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.